Event description:
Customer reported the system will not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the workstation circuit boards. System operates as intended.